Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: upon visual inspection of the insert-handle has shown some dents and scratches form use, but none of them are use relevant. Based on this and that the insertion handle has no thread for the connection to the connector (art.nr 03.010.047) and because of that no allegation against this part, the complaint is not confirmed of the insert-handle. Summary: the insert-handle was finally returned as a concomitant device without an alleged complaint condition. Upon visual inspection, there is no evidence that this device contributed to the complaint condition with the jammed connector, the jammed connector are still connected on the insert-handle which shows that the function of the device was functional as required. Per guidance, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. The jammed connector will be evaluated in the other product investigations of this complaint. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.010.045, lot: 8920508, manufacturing site: hägendorf, release to warehouse date: 22. May 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is a company representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported several items were damaged in a loaner kit. A pin wrench is badly bent. An insertion handle is cross threaded with a connector. No known patient involvement. This is report 1 of 2 for (B)(4).